Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported slda was due to a combination of patient (restricted leaflet) and procedural (imaging) conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult due to device shadowing, the ntw clip was implanted. Shortly after deployment of the ntw clip, it was noted the clip mobility changed as the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip. A third clip delivery system (cds) was advanced to be placed lateral to the slda clip however during placement and steering/alignment of the cds, a loss of height and subsequent lack of support of the steerable guide catheter (sgc) was noted. It was determined that the inter-atrial septum tore with significant right to left shunting of blood. Because of this new complication, the physician was forced to use situational steering to attempt to restore height and properly align the device. After grasping the leaflets, the gradient increased therefore the clip was not implanted. The third clip was closed and properly aligned to retract into the sgc. As the physician retracted the cds, the radiopaque ring stopped at the sgc radiopaque marker and would not allow the clip to be fully retracted. Several attempts were made to retract the cds without success. The decision was made to withdrawal the sgc and closed clip into the right atrium (ra) and the inferior vena cava (ivc). There, the physician attempted again to withdrawal the clip into the sgc when abruptly the mandrel and l lock separated from the clip causing the clip to invert with the lock line still attached. The system was retracted further to attempt to snare the device; however the clip was retracted too far and into the subcutaneous tissue making the possibility to snare the clip unachievable. Because of the extra vascular location of the clip, the physician decided to consult with vascular surgery. Vascular surgery assessed the patient and successfully removed the device from the patient¿s right common femoral region. The procedure was completed with the mr reduced to 3-4. The torn septum was treated with an occluder device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.